Event description:
The customer contacted stryker to report that their device repeatedly gave "check pads" voice prompts then would analyze when not connected to anything. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined the cause of the reported issue was low output of an integrated circuit designated u68. Stryker archived the device, and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device repeatedly gave "check pads" voice prompts then would analyze when not connected to anything. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.